Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon receiving, the ventilator screen was blank. The unit was rebooted; however, the screen was remained blank. The device was not used on a pt when the failure occurred.